Event description:
It was reported a cerebrospinal fluid leak occurred due to a dural puncture during the implant of the pt¿s trial lead. The issue resulted in a headache for the pt. A blood patch was performed on (B)(6) 2012. Follow-up on this matter found the pt¿s condition has improved.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.